Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised (university hospital freiburg, pediatric and adolescent clinic) on (B)(6) 2026 with diabetic ketoacidosis and an unspecified infection. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod between 5 and 24 hours. The patient was using a dexcom g6 continuous glucose monitor and was reported that there were discrepancies between the dexcom app blood glucose readings and the blood glucose readings displayed on the omnipod controller (dexcom were informed of this on 22-jun-2026), the exact discrepancies were not reported. It was also reported that there was some moisture visible inside the pod viewing window and that the skin at the infusion site (leg) was slightly hardened. Reported symptoms include vomiting, fever, runny nose, cough, abdominal pains and pallor. It was reported that there were ketones present, but the values were not reported. The patient was treated with intravenous fluids. The patient was discharged on 16-jun-2026. The pod was discarded at the hospital.